Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, when pressing the plug deployment button on a 6f exoseal vascular closure device (vcd), the handle cracked in the middle. The plug did not deploy and was removed together with the delivery rod, with the plug noted to be partially deployed. Hemostasis was achieved using manual compression for 10 minutes. There were no reported injuries to the patient. The device was used with a non-cordis 6f short sheath. This was during a retrograde interventional procedure. The physician was certified to use the vascular closure device (vcd), and no device or package damage was observed prior to use. Suitability of the femoral artery was verified, including vessel diameter and insertion angle, with no calcium, plaque, stenosis, stent, or prior closure noted. The exoseal vcd and non-cordis sheath were retracted together until pulsatile flow slowed and the indicator window turned solid black. The button was fully depressed without difficulty, and no red color appeared in the indicator window. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18446473 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿handle separated¿ and ¿vascular closure device (vcd) deployment difficulty partial deployment¿ could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, user related factors (use error) such as forcefully depressing the deployment button (which was not reported) can separate the handles halves from one another. Additionally, having actioned the deployment button the plug will begin to release as expected. Unspecified procedural, handling, and/or anatomical factors may have also contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when pressing the plug deployment button on a 6f exoseal vascular closure device (vcd), the handle cracked in the middle. The plug did not deploy and was removed together with the delivery rod, with the plug noted to be partially deployed. Hemostasis was achieved using manual compression for 10 minutes. There were no reported injuries to the patient. The device was used with a non-cordis 6f short sheath. This was during a retrograde interventional procedure. The physician was certified to use the vascular closure device (vcd), and no device or package damage was observed prior to use. Suitability of the femoral artery was verified, including vessel diameter and insertion angle, with no calcium, plaque, stenosis, stent, or prior closure noted. The exoseal vcd and non-cordis sheath were retracted together until pulsatile flow slowed and the indicator window turned solid black. The button was fully depressed without difficulty, and no red color appeared in the indicator window. The device was not returned as expected.